Manufacturer narrative:
Device evaluation: the report of pump stops and driveline disconnect alarms while the system was operating on the power module was confirmed through the analysis of the submitted system controller log file. Based on the manufacturer¿s past experience and similar reported events, these events could be indicative of potential driveline wire compromise. However, no device-related issues were identified during the evaluation of the returned pump. X-ray images of the internal and external portions of the drivline were examined and appeared inconclusive for any areas of potential driveline wire compromise. The pump was returned assembled with the driveline cut approximately 1.5 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Examination of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly also revealed no evidence of depositions or thrombus formations. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed and visual examination did not reveal any breaches to the insulation of the underlying wires. The returned portion of the driveline was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation and the test did not reveal any areas of current leakage. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information. The patient received a pump exchange at (B)(6) hospitals and clinic on (B)(6) 2016.

Event description:
Additional information: the patient received a pump exchange on (B)(6) 2016.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years, 2 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient's lvad system produced multiple pump stop and driveline disconnect alarms while connected to the power module. X-rays were submitted to the technical service representative for review and appeared unremarkable with no areas of concern. The patient had a previous proactive percutaneous lead (driveline) replacement performed on (B)(6) 2016. The replacement was performed approximately 5-8 centimeters from the exit site, therefore, an additional replacement could not be performed due to insufficient room between the previous repair and the exit site. An ungrounded power module patient cable was shipped for patient use. The patient is currently stable on the ungrounded power module patient cable. It was reported that the patient may be transferred to the implanting facility for a possible pump exchange. No additional information was provided.